Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found due to corrosion on the endoscope connector, e315(scope err unsupported scope) occurred. Due to a crack on the grip, water tightness was lost. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The adhesive on the bending section cover had a chip and a crack. Adhesive on the bending section cover had a white-clouded area. The suction connector was dirty due to water leakage. Switch 2 had a scratch. Adhesives around the objective lens had a white-clouded area. Adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a dent. The distal end had a burn. The connecting tube had a scratch, and the scope identification was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed error code e315 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and correction to the b5, g3, and h6. The correct aware date (g3) of the initial report is 24 july 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual identifies the following warning: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance for this device.

Event description:
There was no reported costumer allegation, and the e315 (incompatible scope) issue was found during returned device equipment inspection.